Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a prolonged hypoglycemia event followed by hyperglycemia while using the ilet bionic pancreas, associated with announcing a meal during a low and later not announcing subsequent meals and snacking, which contributed to sustained elevated glucose; the device provided gradual automated corrections and the user had received guidance on soft reset and spacing meals, and requested support for a factory reset and supply change. Symptoms included anxiety and stress during hyperglycemia and no reported symptoms during hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of user-reported history, device behavior with automated corrections, and coaching on appropriate meal announcement practices and treatment of hypoglycemia before meal announcements. Investigation of this case revealed user management factors including missed meal announcement and announcing during hypoglycemia, with the device operating as designed to deliver gradual corrections without high or low alerts at the time of events. It was concluded, based on previously established findings for similar reports, that the cause was user management of meals and carbohydrates during and after hypoglycemia with the device functioning as intended.